Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the medical facility due to hospital policy and will not be returned for analysis. Postoperatively, the revision was successful, and no patient complications were reported.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative.